Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting a constant tone and an interrogation attempt noted a warning that indicated the ICD underwent a malfunction.